Event description:
During atherectomy, the tip of the silverhawk es+ separated from the catheter. It remained on the wire and was retrieved with a snare. The lesion was re-wired and treated with another silverhawk. The procedure was completed without further complications.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because, the lot number was not provided.